Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 52mg/dl which was treated with food. Customer¿s current blood glucose was 103mg/dl. Customer had issues like sensor updating. Customer declined to review sensor best practices (site selection, taping, calibration protocol). No product will be returned for analysis.